Manufacturer narrative:
(B)(4). Visual examination of the returned guidewire revealed that the core wire was broken, kinked and unraveled. Additionally, the coil wire was found stretched. It was found during the investigation of the returned guidewire that the core wire was broken. It is most likely the issue could be caused during manipulation of the device or due to the interaction with other devices. Moreover, the outer diameter dimensions were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the right ureter during a cystourethroscopy, ureteroscopy, retrograde pyelogram, insertion of right double j ureteral stent and dilation of meatal stenosis procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the amplatz guidewire was difficult to advance and appeared unraveled. The procedure was completed with a different guidewire. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results.